Event description:
It was reported that the "pt had no relief". The report indicated that it "appeared to be a twisted catheter". The type of medication, concentration, and daily dose being administered via the pump were not reported. The pt recovered without sequela.

Manufacturer narrative:
Final pump analysis revealed normal device function- no anomaly found. The catheter was not returned for analysis.